Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿always make sure that the correct time and date are set on your system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced a low blood glucose of 36 mg/dl which was addressed with glucose tablets. Reportedly, a clinical diabetes specialist determined that the time of the pump had am/pm switched, causing the low bg.